Event description:
It was reported that patients lead had high impedances. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively with adequate coverage of pain areas.